Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted on an unknown date during an unknown endovascular procedure. Approximately 5 years later previously an endurant ii aortic cuff and heli-fx endoanchors were implanted to treat a type I endoleak. The type ia endoleak was confirmed as resolved post the implant of the aortic cuff and endoanchors. No additional clinical sequelae were provided and the patient will be monitored.